Event description:
Before performing the final time out, all cords and equipment were set up. When trying to plug in the light cord, the representative tried to help and plugged in the light source in the tower. He pressed the light on button when the other end of the light cord was not plugged into the scope. The scrub tech immediately noticed it and the light source was turned off. Unfortunately, the light had placed a small hole in the drape near-patient lower extremities. The patient was assessed, and no harm had reached the patient or the blankets under the drapes. The patient was again assessed carefully at the end of the case, and no redness, swelling, or abnormalities were found. When the rep was asked if he had placed the on button "on" the light, he stated that he had. Manufacturer response for fiber optic light cable, karl storz endoscopy-america, inc. (Per site reporter). The representative was there during the procedure.